Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high superior vena cava (svc) defibrillation coil impedances. It was later determined that the issue was most likely a loose set screw, and it was advised that the svc be turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: describe event or problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.